Event description:
Patient reported the device's bolus history is inaccurate. They stated that, 3.5 weeks ago, they programmed a 6u bolus, and received 12 confirmation beeps (1 beep / 0.5u); however, when they checked the device's bolus history, it had recorded a 1.0u bolus. Patient then programmed an additional 5.0u bolus, and their blood glucose dropped to 1.6 mmol/l (normally 5-6 mmol/l). Patient self-treated by eating 12 jelly beans. Additionally, they reported that the same thing happened again today. This time, however, they did not program an additional bolus, and their blood glucose was not affected.